Event description:
A surgeon reported a pt with an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The surgeon reported at the two week postoperative exam, the lens was in the correct position, but the pt's astigmatism was overcorrected by 1.25 diopters and was 90 degrees off axis. The surgeon requested an opinion form a second surgeon who calculated the same lens power as the initial surgeon. The second surgeon also confirmed that the lens is placed at the correct axis in the eye, but is flipped 90 degrees on the refraction. The second surgeon reported the lens packaging may be "mislabeled". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).